Manufacturer narrative:
On 04/16/2019 - we have requested the device to be returned for an investigation. To date, we have not received the device.

Event description:
On (B)(6) 2019 - the consumer claims the cord on the product started to spark, was getting very hot and was smoking. The consumer also stated that the product was on the floor at the moment. Her floor and wall socket was burned.